Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2008 at 1600, the pump was programmed to deliver total parenteral nutrition at a rate of 2.3 ml/hr with a volume to be infused of 63ml and the delivery was started. No further programming parameters were provided. On (B)(6) 2008 at approx 0050, it was reported that the device alarmed for an unspecified alarm condition. At 0125, the device reportedly displayed a total volume infused of 73.3 ml. On an unspecified date and time, the "pt died". The device was removed from clinical svc. Though requested, no add'l info was provided.

Event description:
The customer contact reported the pt received more medication than intended. In 2008 at 1600, the pump was programmed to deliver total parenteral nutrition at a rate of 2.3 ml/hr with a volume to be infused of 63ml and the delivery was started. No further programming parameters were provided. The next day at approx 0050, it was reported that the device alarmed for an unspecified alarm condition. At 0125, the device reportedly displayed a total volume infused of 73.3 ml. On an unspecified date and time, the "pt died". The device was removed from clinical svc. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device history was downloaded at the svc ctr. On (B)(6) 2008 at 0048, "no" was selected at the clear settings prompt. At 0051, the pump alarmed four times for proximal occlusion line b. At 0052, "no" was selected at the clear settings prompt. Within the same minute, line a was programmed to deliver at a rate of 117ml/hr with a vtbi (volume to be infused) of 468ml for a duration of 4 hrs and the delivery was started. At 0113, the pump alarmed for proximal air a, backprime, and at 0114 the pump was powered off. At 0116, the pump was powered on. Within the same minute the device alarmed cassette test failure. At 0117, the delivery was restarted with the same programming parameters. Within the same minute, the delivery was stopped with a total volume infused of 73.4 ml. At 0118, the pump was programmed in the ml/hr mode to deliver at a rate of 2.3 ml/hr with a vtbi of 427.7ml for a duration of 185 hrs and 57 mins, and the delivery was started. At 0135, the delivery was stopped, and the pump was powered off. Review of the history indicates the pump delivered as programmed. (B)(4).

Manufacturer narrative:
The device passed testing for delivery accuracy. The device history was downloaded at the svc ctr. In 2008 at 0048, "no" was selected at the clear settings prompt. At 0051, the pump alarmed four times for proximal occlusion line b. At 0052, "no" was selected at the clear settings prompt. Within the same minute, line a was programmed to deliver at a rate of 117ml/hr with a vtbi (volume to be infused) of 468ml for a duration of 4 hrs and the delivery was started. At 0113, the pump alarmed for proximal air a, backprime, and at 0114 the pump was powered off. At 0116, the pump was powered on. Within the same minute the device alarmed cassette test failure. At 0117, the delivery was restarted with the same programming parameters. Within the same minute, the delivery was stopped with a total volume infused of 73.4 ml. At 0118, the pump was programmed in the ml/hr mode to deliver at a rate of 2.3 ml/hr with a vtbi of 427.7ml for a duration of 185 hrs and 57 mins, and the delivery was started. At 0135, the delivery was stopped, and the pump was powered off. Review of the history indicates the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.